Event description:
It was reported to manufacturer that the hand held device was not working. A new hand held was sent to replace the non-working device. Attempts to obtain additional information and the return of the device for analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.